Event description:
It was reported that the patient underwent a three level anterior cervical diskectomy and fusion to address "three level cervical disc disease" and cervical radiculopathy. Rhbmp-2/acs was used as a part of this surgery. Reportedly, since the time of surgery, the patient developed unwanted bone growth on his cervical spine, difficulty breathing, swallowing, and speaking and increased neck pain and stiffness.

Event description:
On (B)(6) 2008, patient presented with neck pain, spinal cord compression, and radiculopathy. Patient was admitted with cervical disc displacement. Underwent 3-level acdf, c4-5-6-7 using cornerstone sr implants, skyline titanium plate, rhbmp-2/acs and neuro monitoring. There were no noted complications. Post-op consult noted difficulty breathing and swallowing. On (B)(6) 2009, patient presented to the ER with exacerbated asthma. Diagnosed with bronchitis. Discharged on (B)(6) 2009. On (B)(6) 2011, patient presented to the ER. On (B)(6) 2012 presented with asthma with exacerbation, unspecified dysphagia, eosinophilic esophagitis, diaphragmatic hernia, abnormal glucose and late effect of toxic effects. Underwent laryngoscopy/tracheoscopy, rhinoscopy and small bowel endoscopy. Discharged on (B)(6) 2012. On (B)(6) 2012, patient presented with complaints of a ¿spine problem.¿ patient was diagnosed with cervical spondylosis without myelopathy. CT scan indicated ¿fusion appears to be stable. The upper two levels are definitely healed, and the lower looks like a combination of bone and fibrous tissue. As far as the plate is concerned, it is in reasonable position. The calcifications I saw on the x-rays are seen in soft tissues and not in the esophagus¿ in addition, there may be some thickening in the esophageal regions around the plate.¿ per the physician¿s notes, ¿he had some dysphagia early on after the surgery and that slowly improved, but then it became worse in september of last year. He also developed some recurrent symptoms and numbness in the back of the right shoulder and some neck discomfort. His main issue is that of the dysphagia. He has really limited himself to just liquids.¿

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information: the following imaging studies were returned to the manufacturer for evaluation. (B)(6) 2008 cervical myelogram: multiple ap, lateral and oblique films of cervical myelogram show apparent stenosis from c4/5, c5/6 and c6/7. Upper levels appear normal. No evidence in instability. Ddd is noted in lower cervical segments. (B)(6) 2008 intraoperative fluoroscopy: lateral x-rays taken intraoperatively show lateral cervical spine, lateral cervical spine with bent needle in c5/6 and retractor in place, provisional plate extending from c4 to c7 with interbody bone present at c4/5, c5/6 and c6/7. Only a single screw is note in c5. Position of grafts is good. Final views show atlantis translational plate with all screws in good position. (B)(6) 2008 cervical CT post myelography: CT shows both axial and sagittal views with stenosis most severe at c5/6. This is worst on the right. C4 and c6 are also stenotic but to a lesser degree. Significant cord compression is noted at these levels again most severe on the right at c5/6. Chest xray: several lateral views of the chest obtained show slight flattening of the thoracic kyphosis. Lung markings are noted. (B)(6) 2012 chest CT with and without contrast: multiple scans of thoracic spine and chest from t1 to below diaphragm. No spinal pathology is detected. (B)(6) 2012 cervical MRI: axial t1 and sagittal stir, t1 were obtained showing previous fusion c4 to c7. Fusion appears solid however signal change is noted on t1 at c6/7. No cord compression is noted behind previously fused levels. Screws and plate appear to be in good position. Last disc shows same MRI with sagittal t2 images. These appear to show excellent decompression with three level fusion from c4 to c7. Screws and plate are in good position. A small amount of cord myelomalacia may be present behind c5/6 and c6/7.